Event description:
Caller reported that insulin gauge displayed a value different than expected, with a discrepancy between the displayed fill estimate of 20 and the expected estimate of 110, exceeding a difference of 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by loading a new cartridge and was instructed by technical support to call back for further troubleshooting if they experienced an active fill estimate issue in the future.